Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/03). The product had already expired when the customer called to report the event, but the immucor laboratory performed a DHR review on 15jun2017, which showed that the product was acceptable before the product was released to market. Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody identification when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2017.